Event description:
The customer reports intermittent occurrences of excessive signal artifact on all units in service. The customer states the signal artifact results in an inability to discern patients' rhythms and inhibits the facility from providing quality patient care. There have been no reports of serious injuries or deaths related to the reported malfunctions.

Manufacturer narrative:
The customer has not returned the devices to service.